Event description:
The machine was primed and connected to the patient. When the continuous venovenous hemodialysis (cvvhd) machine was started it was alarming with micro air in the blood and noted a lot of air in the filter. Could not troubleshoot. Stopped the machine and the access line was flushed and capped. The patient coded shortly after this event, but was resuscitated successfully.